Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a completed cardiac ablation procedure, a post-case computerized tomography (CT) was performed and it indicated that the patient had a hemorrhagic stroke. It is unknown if intervention was performed. The patient's hospitalization was extended. It was noted that the doctor did not surmise that the stroke was related to the catheter. Lesions were analyzed for temperature rises, with pulsed field lesions appearing normal. A few radiofrequency lesions had quick spikes of temperature but seemed to look like normal power titration. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: media files were returned and analyzed. The files had images depicting heart voltage and videos of mapping. In conclusion, the reported clinical issue of a stroke occurred during the procedure. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the stroke report was listed as ischemic with hemorrhagic conversion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.